Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a routine device exchange, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The device was exchanged, but no intervention has been performed on the rv lead. The patient was stable and will continue to be monitored.